Manufacturer narrative:
Patient¿s weight is unknown. Additional device product code: hrs. UDI: (B)(4), lot number unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the revision surgery performed on (B)(6) 2017 of one (1) 2.7 mm variable angle (va) locking screw that had backed out of the plate in the distal humerus, the new screw would not lock into the plate. The initial surgery was conducted approximately three weeks prior to the scheduled revision surgery and the construct implanted consisted of one unknown plate and unknown quantity of unknown screws. The revision was not able to be completed as planned and the surgery was completed with removing the backed out screw and leaving the screw slot empty. The rest of the construct (plate and screws) were left in the patient. There were no other complications during the surgery and the surgery was completed successfully with the removal of screw without any reported surgical delay. The patient is reported to be in stable condition. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity # 1). This report addresses the intraoperative issue during the revision surgery. The postoperative issue of backed out locking screw has been captured under linked complaint com-(B)(4). This report is for one (1) 2.7 mm va locking screw self-tapping with t8 stardrive recess 30 mm. This is report 1 of 1 for complaint (B)(4).